Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. Angina, ventricular fibrillation, myocardial infarction, restenosis, and death are known adverse events as listed in the xience v everolimus eluting coronary stent system instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that approximately 33 months after xience v stent implantation in the proximal left anterior descending artery, the patient experienced chest pain and a myocardial infarction. Angiography revealed in-stent restenosis requiring additional stent implantation in the left main coronary artery. Approximately 3 weeks later the patient developed ventricular fibrillation during dialysis and was direct current cardioverted. The patient was admitted to the hospital in a coma. He died 5 days later on (B)(6) 2011. No additional information was provided.